Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Living donor nephrectomy. According to the reporter: the tissue was not cutting completely and the grasping force was not enough as expected.

Manufacturer narrative:
(B)(4).